Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: extended opening, fold creases and a weight test of the explanted material was verified and it was underweight. Microscopic analysis of the return device identified: wear abrasion, an extended sharp opening on radius side in the same location of crease assessed as fold flaw opening, stress marks assessed as non penetrating nicks. Based on the device analysis the final assessment is: a sharp crease opening assessed as fold flaw opening.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.